Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts on the five most proximal stent rows were slightly raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked along its entire length. It was noted that the outer was kinked at 8 mm proximal to the proximal end of the proximal markerband. In addition, the midshaft and corewire were kinked at several locations proximal to the port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that crossing difficulty occurred. Vascular access was gained via the femoral artery. The 25mm x 3.50mm, 90% stenosed, de novo and eccentric target lesion was located in a moderately tortuous left anterior descending artery. Following pre-dilation with a 2.5x15mm semi-compliant balloon, stenosis was 80%. A 3.50x32mm promus element stent delivery system was used to treat the lesion but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.